Manufacturer narrative:
The impella rp was returned for evaluation, although the introducer used during this event was discarded by the user. The evaluation of the returned pump has not yet been completed. (B)(4).

Event description:
The patient was brought to the cardiac care lab, where a swan-ganz was placed in the rca. A balloon tipped pulmonary artery catheter was placed in the left pulmonary artery. The physician was unable to advance the impella rp and lost wire placement. The pump was backed out, and a portion of the sheath was noted in the cannula of the rp and was exiting through the cannula cage. A new impella rp was obtained and the sheath was exchanged with a new 23fr peel-away sheath. Approximately 20 cc's of blood was lost at the femoral vein access site, but did not require any replacement blood products to be administered. The patient was supported with the replacement impella rp for 7.92 hours, when he began to decompensate and was severely anemic and acidotic. The family decided to withdraw care.

Manufacturer narrative:
The impella rp was returned for evaluation. The 23fr peel-away sheath used during this event was not returned for evaluation, as it was discarded by the staff following the procedure. During the evaluation no remains or material from the introducer sheath were detected in the cannula, and/or around the inflow and outflow cages. The largest outside diameter (od) of the pump was measured and it was within specification. The rp impella was then inserted through and retracted out of a 23fr introducer sheath using a guide-wire without any problems. The device history record was reviewed and revealed that there are no other complaints relevant for this failure mode and no other complaint opened for another pump in this lot. The lot for the 23fr introducer sheath kit (lot no c1-13045, pn: 0052-3021, (B)(4)) had passed incoming inspection. In conclusion, because the introducer sheath was not returned for evaluation with the pump, the root cause of the impella rp pump damaging the introducer sheath was unable to be determined. No corrective action is recommended at this time because the failure mode was determined to be low risk. Failures of this type will continue to be monitored and trended. (B)(4).